Event description:
A customer contacted baxter's technical service center to report that a home patient (hp) had a cassette burst while priming with the homechoice (hc) machine. The home patient (hp) had received an alarm on the machine and attempted to adjust the bags to clear the alarm. The alarm did not clear and the hp spiked an additional bag onto the setup in an attempt to continue with prime. When priming was restarted, the cassette burst and fluid began spraying out of the door of the machine. The pt stopped therapy as soon as possible. This incident occurred during prime and there was no pt involvement. No patient injury or medical intervention associated with this report.